Manufacturer narrative:
On april 02, 2025, mentor received additional information reporting that the patient's capsular contracture's baker grade on the left was was baker grade 4. It was also reported that the patient's left side was not previously explanted and was going to have explantation surgery on (B)(6) 2025. Section d6b. Has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Date of explant: (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a 240cc mentor memorygel xtra breast implant. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast, which was confirmed during a physical exam. As a result, the patient is scheduled for removal surgery on (B)(6) 2024.

Manufacturer narrative:
On june 11, 2024, mentor received additional information. The patient was diagnosed with baker grade iii capsular contracture of the left breast and baker grade iii-IV capsular contracture of the right breast. As such, a second file was generated to document the patient's right prosthesis. Manufacturer¿s reference number: (B)(4).